Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the first 16f esheath plus would not advance due to heavy peripheral vascular disease and an external iliac perforation occurred that had to be treated with a covered stent. The patient remained stable and the tavr procedure proceeded without complication.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for inability to introduce sheath and subsequent perforation of vessels was unable to be confirmed with no returned device or imagery. Available information suggests patient factors (heavy peripheral vascular disease) likely contributed to the event as it was reported, "the first 16f esheath plus would not advance due to heavy peripheral vascular disease". The extent of the patient's peripheral vascular disease could not be assessed without patient imagery, but it likely created a challenging pathway for sheath introduction potentially influencing vessel size and rigidity, increasing friction during sheath introduction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.